Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient passed out and the patient's daughter called the ambulance, transporting the patient to the hospital with hypoglycemia while wearing the pod on an unspecified date. The pod and the sensor would not connect. The patient received multiple treatments but does not recall the specific interventions. The patient reportedly was discharged 2 or 3 days later. Dexcom has been notified of the event on (B)(6) 2026.